Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that voluntary report received (B)(4) patient required a knee replacement [date redacted]. When the old knee replacement (initially placed [date redacted] --approximately 3.5 years ago) was removed, there was significant damage to the joint which was not expected and seemed to be a manufacturing defect". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment ((B)(4) device photo ad (B)(6) 2025 and (B)(4) device photo ad (B)(6) 2025 (2)). The photo investigation revealed the insert with signs of being implanted for a period of time and what appears to be pitting patterns on the device condyles. Furthermore, on the device base surface, one of the locking tabs was found deformed/towards one side. Pitting condition suggests that debris was making contact/friction between the insert and the femoral component in an off-axis position. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As for the deformation observed, potential cause can be traced to the extraction process. However, without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sigma stab gvf ins 2 8mm would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that voluntary report was received (B)(4). Original surgery date for right total knee arthroplasty (B)(6) 2021. Patient required a knee replacement 6/18/2025. When the old knee replacement was removed, there was significant damage to the joint which was not expected and seemed to be a manufacturing defect. Doi: (B)(6) 2021. Dor: (B)(6) 2025. Affected side: right knee.